Event description:
Reportable malfunction: on january 27, 1999 novo nordisk a/s received a novopen 1.5 device from italy with the complaint "malfunction not specified." There was no indication of an adverse event. Result and conclusion of manufacturer's investigation - the device was misused by the insertion of an eli lilly insulin cartridge. On january 28, 1999, novo nordisk a/s established that the collar on the piston rod nut was broken off when the device was tested for dose accuracy. The device was tested for dose accuracy at different dose sizes of 1,2,5,10 and 20 iu (1 iu = 10 mg). Conclusion - the fault "collar on piston rod nut broken off" was evaluated as a reportable malfunction on january 28, 1999.